Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no allegation with the subject device and preventative maintenance was completed to replace the power supply.

Manufacturer narrative:
The device was returned to olympus for evaluation and device evaluation found that the power supply part defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera iii video system center. Without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the power supply part was defective. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.